Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue the medication. A technical support specialist (tss) remoted into the machine and asked the user to recreate the issue. The user displayed the error message; error is assigned but has not returned. Upon reviewing the medbank myqlink (mql), tss confirmed that the key s last transaction showed it had already been returned. Tss advised the user to obtain the medication directly from the pharmacy while the key issue was being resolved. Tss mentioned that appropriate resolution was to have an authorized user perform a cycle count on the key. The user was also advised not to perform skip transactions in the future, but tss did not receive any response from the customer after multiple follow ups regarding the issue and proceeded to close the case by mentioning new case would be created if the issue persisted further. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue the IV dial a flow tubing medication from the machine. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.